Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction alarm appeared again.